Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
An end user reported an issue with a 19cm solero applicator. It was reported that during a microwave ablation procedure of the liver, the tip detached inside the patient; ablation set to 4 minutes at 140 watts. At the 3 minute mark, an error on the solero unit displayed. The applicator was removed and it was observed the tip had detached inside of the patient's liver. The patient did not experience any harm as a result of this incident.